Event description:
The hospital reported that during an endoscopic vein harvesting procedure, using vasoview hemopro 2. A small piece of plastic (c-ring and one of the metal arms) broke off in the patient from the device. They believe the metal arm broke off in the cannula because they took an x-ray and saw nothing. They could not find the part of the c-ring visually but think it might have been suctioned out. There was an effort to remove. An additional incision was not made. Instead, they used the scope and suction to try and find and retrieve any components of the harvesting cannula. Patient condition is fine and there were no negative effects due to this.

Manufacturer narrative:
Trackwise # (B)(4). The lot # 25152786 lot history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 12/03/2020. An investigation was conducted on 12/10/2020. The cannula was returned as well as the harvesting device. A visual inspection was conducted. The c-ring was observed to be transected in the center of the c-ring. The scope wash tubing and the c-ring remained attached to the cannula through the retention rib. No other visual defects were observed on the cannula. The heater wire on the harvesting device was observed to be flexed at the center of the hot jaw, remaining attached at the base and tip of the hot jaw with a slight twist/angle. No other visual defects were observed on the harvesting device. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value measured at 0.67 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device, the reported failure "break; c-ring " was confirmed as well as the analyzed failure "material twisted/bent wire".

Manufacturer narrative:
Trackwise ID #: (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, using vasoview hemopro 2. A small piece of plastic (c-ring and one of the metal arms) broke off in the patient from the device. They believe the metal arm broke off in the cannula because they took an x-ray and saw nothing. They could not find the part of the c-ring visually but think it might have been suctioned out. There was an effort to remove. An additional incision was not made. Instead, they used the scope and suction to try and find and retrieve any components of the harvesting cannula. Patient condition is fine and there were no negative effects due to this.